Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, in the process of deploying the tack, the succeeding tack began to advance behind it. As a result, the next tack was exposed after the handle was released. The procedure was successfully completed with another device. There was no adverse event, injury, death, or life threatening situation. No medical intervention required. No hospitalization or surgical intervention required. There was no body function impairment.